Event description:
Co received a device, from the hospital, that was made by another MFR. The reason for the surgery was given as "not performing as spec." Note: determination of reportability and categorization of this event was made accordibng to this mfrs policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggent a cause (ref. Sections b1, b2, h1).